Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for oversensing noise, high thresholds, and high impedance due to a confirmed fracture. The rv lead was programmed off. It was also noted that the right atrial (ra) lead therapies were disabled due to failed atrial lead position check. During the revision procedure, the atrial lead was adhering to the rv lead. The atrial and rv leads were explanted and replaced. No patient complications have been reported as a result of this event.